Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No unexpected restart alarms noted. Device was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No connector isolated tape damage noted on lcd board. Device received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with blank display. The customer states their blood glucose level at the time was unknown. Troubleshoot was conducted and the display did not return. The customer was advised the pump would be replaced and retuned for analysis.